Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred intermittently indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A correction bolus was delivered, and the cartridge was changed to address bg and resolve the issue. Customer continued to use the pump for insulin therapy.